Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a motor rate error alarm occurred.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found both tamper seals broken. The device had a non OEM top case and a cracked right plunger case and bottom case. During the functional testing, the customer reported motor rate error was unable to be duplicated. The most probable root cause is normal wear of the worm gear, worm coupling, lead screw and both clutch halves. Worm gear, worm coupling, lead screw and both clutch halves were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.